Event description:
It has been determined that the event of lump/nodule is not serious, and will be un-reported.

Event description:
Through journal article, "a case report of bia-alcl: diagnostic, treatment, and mammary reconstruction", a 41 year old female patient presented with "peri-implant effusion ... Which tested positive for bia-alcl at stage ia", "incipient formation of a visible nodule", "appearance of a soft, mobile lump ... Associated with breast pain", ultrasound and MRI confirmed the peri-implant effusion, and an "ultrasound-guided aspiration of the fluid was performed for cytological study, which showed positive immunostaining, consistent with malignant lymphoma. The atypical lymphoid cells were positive for cd30 and negative for calretinin, corresponding to breast implant-associated anaplastic large cell lymphoma (bia-alcl)." Pathological marker cd30+ has been received. Pathological marker alk- has not been received. These events relate to the left side device. The patient underwent breast implant removal with total capsulectomy.

Manufacturer narrative:
The reported events of breast mass, seroma, and lymphoma - alcl - suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "persistent late periprosthetic seroma", "soft, mobile lump", "mass", and "atypical lymphoid cells were positive for cd30 and negative for calretinin, corresponding to" lymphoma - alcl - suspected. Article citation: gonzalez, alan a et al. ¿a case report of bia-alcl: diagnostic, treatment, and mammary reconstruction.¿ international journal of surgery case reports, vol. 122 110086. 27 jul. 2024, doi:10.1016/j.ijscr.2024.110086.